Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. Vessel damage can occur if the maximum recommended inflation volume and pull force are exceeded. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. It is not recommended for the removal of fibrous, adherent, or calcified material. In this instance, the physician used this catheter for calcified thrombus. No actual device malfunction is noted in the report. As no device malfunction was identified, no corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a (B)(6) man presented with acute aortic occlusive disease. Patient was in atrial fibrillation. CT scan showed 100% occlusion of the right superficial femoral artery and left popliteal artery. A successful thrombectomy was performed on the left popliteal artery. During an attempted right superficial femoral artery thrombectomy, a dissection occurred while using a fogarty thru-lumen catheter. The dissection was stented. It was noted by the physician that the clots were severely calcified and doubted if they could be removed by the fogarty catheter. The physician decided to attempt the thrombectomy anyway. The patient later expired for unknown reasons. This information was obtained through a poster session at the (B)(6) endovascular treatment conference.